Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event was reported. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated the dexcom was displaying a sensor error. Because they were unable to monitor the patient's blood glucose, the patient experienced a hyperglycemic event in which the patient's mother administered insulin. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The root cause was determined to be a sensor noise.